Event description:
It was reported that about three weeks post implant the rv (right ventricular) lead had a polarity switch. The lead also had twenty-one high impedance paces and a lead warning. It was then further reported that the patient fell out of their chair. The lead had now dislodged and has loss of capture. The lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor was distorted, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.